Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele and urinary stress incontinence. The patient underwent mesh revision/removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy on (B)(6) 2005 and meshes were implanted into the patient. It was reported that following insertion the patient experienced erosion, infection, urinary problems, recurrence, vaginal spotting and dyspareunia.